Manufacturer narrative:
Onsite analysis found the system working as intended without replacing any hardware. The cable connecting the polaris spectra system control unit (scu) to the positioning sensor unit (psu) was replaced as a precaution and returned to the manufacturer for analysis. No failure was with the returned cable. A cause for the initial event could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of a procedure. It was reported that the system displayed "localizer not connected.". The polaris spectra system control unit (scu) was not displaying orange lights and the camera was blinking green. They tried to bypass the internal camera cable but this did not resolve the issue. The ndi tool box configuration was checked and it was found that the positioning sensor unit (psu) would not communicate. No patient was present at the time of this event.